Event description:
It was reported that during the implant, the right atrial (ra) lead had positioning/fixation difficulty and the lead dislodged. The ra lead was removed and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism, there was tissue on the helix, the stylet was bent and the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix fully extended, bent and stretched out of specification.